Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 510 mg/dl at the time of incident and current blood glucose level was over 400 mg/dl. Customer treated with set change and insulin pump. Customer was auto-mode feature on insulin pump and did not needed to seek medical attention for their high blood glucose. The insulin pump and reservoir will not be returned for analysis.